Event description:
It was reported during a battery replacement for end of life (eol) the lead insulation was peeling back and the individual electrode wires were showing. The physician was unable to "insert small increments into header block." Additional information received 4 days later reported the lead was frayed enough that is did not have enough rigidity to go into a new battery so the lead was left in place and a new one was implanted on the other side. It was noted the insulation was pulled back from the internal wires about an inch from where it went into the header. It was also coiled like it had been twisted several times. The patient was able to feel stimulation in the appropriate location and achieve "good" motor response in the operating room.

Manufacturer narrative:
Product ID: 3080, lot# l98436, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).